Manufacturer narrative:
Article citation: "chromosome 20 loss is characteristic of breast implant-associated anaplastic large cell lymphoma. G. Tjitske los-de vries, mintsje de boer, erik van dijk, phylicia stathi, nathalie j. Hijmering, margaretha g. M. Roemer, matias mendeville, daniel m. Miedema, jan paul de boer, hinne a. Rakhorst, flora e. Van leeuwen, rené r. W. J. Van der hulst, bauke ylstra, daphne de jong. Blood 2020; 136 (25): 2927¿2932." (B)(4). The events of "seroma, lump/nodule," and "lymphoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, tumor, bia-alcl.

Event description:
Literature review: "chromosome 20 loss is characteristic of breast implant-associated anaplastic large cell lymphoma" reported 29 patients diagnosed with "bia-alcl," in which there was 1 death due to the lymphoma and 1 death due to other causes. Thirteen of the patients also presented with a seroma, ten presented with a tumor, and six presented with both a seroma and tumor. Treatment was provided in the form of excision, capsulectomy, device explantation, chemotherapy, radiotherapy, and hematopoietic stem cell transplant. Pathological marker alk- has not been received. This record is for an unknown side and relates to the two reported deaths. Manufacturer of the device is unknown. Device status unknown.